Event description:
A malfunction alarm was reported with code malf 12. There was no adverse impact to the customer's blood glucose level, remaining below 500 mg/dl. The customer received assistance from technical support to reset the pump, which resolved the issue, and was instructed to continue using the pump and to call back if the issue recurred.